Event description:
Information was received that a smiths medical ventilator will deliver only one breath, and will not continue to cycle.

Manufacturer narrative:
Device evaluation: one pneupac device was received for investigation in good condition. The device was powered on and connected to to 60 psi oxygen for an initial function check. It was observed that the device cycled one time only, then stopped. The cycling problem was found to be intermittent, possibly due to the device oscillator block, as a second attempt was made to replicate the issue and device cycled continuously with no failure. Based on the investigation, the reported complaint was confirmed. The problem source of the event was noted to be normal wear and tear. After the replacement of the oscillator block, the device passed all functional and delivery tests.

Event description:
Additional information received providing the ventilator settings at the time of the incident. Settings included: rate was 16, 02 was 100 percent, vt was 400, and peep 5. Device alarmed as normal when powered on, but then had no further alarms and no further respirations. Initial attempt was on use with a patient. Discontinued use of vent "seconds" after problem noted. No patient injury occurred.